Manufacturer narrative:
Further information was requested but not received. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead was damaged. The low voltage lead was not used and replaced. The patient's condition was unknown.